Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet prolapse, and anterior leaflet flail for a mitraclip procedure. Two clips were implanted and the mr was reduced to grade <1. On 04nov2024, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached and the anterior remained attached. The mr was recurrent at grade 4, and the patient experienced symptoms of dyspnea and fatigue. One (B)(6) 2024, a second clip intervention was performed. One clip was implanted to stabilize the slda. The mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr, dyspnea, and fatigue are cascading events of the reported slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.